Event description:
It was reported that during a pre-dilated, moderately tortuous distal to mid right coronary artery stenting procedure, 4 xience v stents failed to cross the 90% heavily calcified lesion. A 2.25 x 18mm xience nano stent failed to cross a stented portion of the lesion. Per angiogram, the stent was seen floating, so a xience v stent was advanced to the dislodged stent and deployed crushing the dislodged stent between the previously placed stent and the xience v stent. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): the stent was attempted to be advanced through a recently placed xience v stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.